Event description:
Information was received from the sales rep that this implantable pulse generator (ipg) exhibited intermittent capture in both the atrium anad ventricle. This pt was being supported with a ventilator and had a poor prognosis. While the sales rep was reprogramming the ipg the hospital staff changed the room EKG monitor. When the EKG reappeared the pt was in ventricular fibrillation. Rescue attempts failed to save the pt and the pt expired. There is no allegation against the ipg.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.